Event description:
It was reported that prior to starting (post-anesthesia, post port placement) a da vinci-assisted pyeloplasty surgical procedure, the gimbal of the right master tool manipulator (mtm) was damaged and the surgeon was unable to control the instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up on 1-feb-2022 and 3-feb-2022 and obtained the following additional information: the ports were already placed before the issue was identified. The case was completed robotically as the surgeon was left handed, so he decided to proceed with the system. The right side master issue did not impact him. There was no harm to the patient. There were no issues noted during setup of the system. The system functionality was not checked upon powering on the system and the system was not inspected prior to use.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the mtm gimbal as the gimbal pinch mechanism was sheared off. The fse also replaced a foam headrest. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The headrest involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details cannot be performed via system logs because onsite connectivity is not available at this time. A review of the provided image was performed by an isi technical support engineer (tse). The following additional information was provided: the velcro of the grip was damaged. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the master tool manipulator involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. Visual inspection found physical damage along axis 8/grip.

Event description:
Refer to h10/h11 for follow-up information.